Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion due to high thresholds. A replacement procedure was planned for the ipg, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Visual examination of the connector noted no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was explanted.

Manufacturer narrative:
Product event summary: returned product analysis hybrid testing found normal current drain. Battery analysis found no problems were found with the cell. If information is provided in the future, a supplemental report will be issued.